Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedance measurements and loss of capture (loc) one day post implant. A lead perforation was observed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported. The patient was noted to be in stable condition.